Event description:
The adult patient on the monitor in a room had a 28 beat v-tach and the telemetry monitor system (tms) did not alarm.the technician monitoring did see it real time and communicate to the rn, however there was never an alarm for v-tach. The system didn't recognize v-tach! The software must be enhanced to prevent missing real crisis level alarms. Patient was not harmed because the technician noticed v-tach and alerted the rn.